Event description:
Per the info provided to co by the physician's office, the device was removed due to "fluid loss." As reported to co, the reservoir was left in place, however the rest of the device was removed and replaced.